Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It is reported that "30 wafers from 3 market units with the same lot number, that starter hole and mass are off-center on all of the wafers. She picked 2 that were the least off-center and tried them but she experienced a decrease in wear time that she attributes to not having an even seal. Her normal wear time is 4-5 days but with these, they started lifting within 1 day." No harm reported by end user. Photos depicting the reported complaint issue were provided by the complainant .